Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was discarded by the customer and is unavailable for evaluation, as a result the device could not be evaluated to aid in root cause determination. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that the set screw of the offset connector could not be loosened with torque wrench when the system was removed from the patient. Hospital's instrument was used instead of it and the procedure was completed.

Event description:
It was reported that the set screw of the offset connector could not be loosened with torque wrench when the triotrauma system was removed from the patient. Hospital's instrument was used instead of it and the procedure was completed.